Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was occlusion in the drainage lumen. The occlusion was found by flushing the catheter prior to use.

Manufacturer narrative:
The reported event was confirmed, as manufacturing related due to the silicone-like material blocking the lumen. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone temperature sensing foley catheter present. Catheter balloon was inflated with 3.5 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and passively deflated without any issues. When the catheter drainage lumen was flushed with methylene blue solution, no solution advanced past the trifurcation point. The trifurcation point was dissected and found the drainage lumen was occluded with what appeared to be silicone. Foreign material in the drainage lumen was out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was occlusion in the drainage lumen. The occlusion was found by flushing the catheter prior to use.